Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device infused more than the programmed dose. Normal saline 0.45% with one unit of heparin/ml was continuously infusing through a PICC line. Approximately 5 hours after the bag was hung, the pump alarmed and the bag was empty. Labs were drawn to assess electrolyte levels and clotting and were within normal limits. There was no lasting patient harm.

Manufacturer narrative:
The customer¿s report of the bag emptying sooner than expected was neither confirmed nor replicated. The pcu event log shows that the pump module was in use and infusing a basic infusion at 1ml/hr. Air in line alarms occurred at 9:28 pm and 9:40 pm, however the log cannot determine if the fluid container was empty at these times. At 9:41 pm the device was channeled off. Visual inspection of the pump module showed no anomalies. Functional testing found the device to be delivering fluid within specification. The root cause of the overinfusion was not identified.

Manufacturer narrative:
The event disposable IV set was returned for investigation. Visual inspection observed no anomalies with the returned primary set. Functional testing of the primary set was performed; no leaks were observed.